Event description:
It was reported that a cord blood transplant center was in the process of thawing a unit of cord blood that had been frozen in liquid nitrogen and stored for five years in the freezing bag component of the device, when a hole and leak were noticed in the freezing bag.

Manufacturer narrative:
Device evaluation begun, but not yet completed.